Event description:
It was reported that the customer experienced high blood glucose levels and had to go to the emergency room after a shut down on his brain. The customer stated that he did not know how to operate the insulin pump or infusion sets. He stated that the insulin pump was scratched on the screen and difficult to read. He reported that he believed the insulin pump was functioning fine, although the vibrate function did not work. He stated that he had not been able to listen to any alarms, and he did not know what might have caused the issues. He noted that it had been over a year since he started experiencing the vibrate anomaly. The blood glucose reading was 222 mg/dl. The insulin pump did not beep during the tone test. The customer experienced a high blood glucose reading of 645 mg/dl. He stated that the insulin did not act as fast as the food did. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No vibrator anomaly or audio/beep anomaly noted during testing. The insulin pump passed self test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.